Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for a gi bleed and was discharged approximately 10 days later. Upon admission, the patient had hemoglobin of 6 and inr was 1.8. No avms were noted, but a dieulafoy lesion on the fundus was found. The lesion was cauterized and clipped, and the patient has not had any further issues.